Event description:
It was reported that the pump had alarmed but telemetry had not yet been performed. Reportedly, the alarm was believed to be the critical alarm sound approximately every 10 minutes. The reporter stated that the patient heard an alarm on (B)(6) 2014 which may have been the non-critical alarm, but this was not for certain. The patient was not having any symptoms. The patient did have oral baclofen and was planning to follow up with the managing physician in the morning to have the pump read. This device system delivered baclofen. Additional information had been requested. It was further reported that the patient did not have any symptoms. The pump alarmed because it was due for a refill as the patient was overdue for a pump refill. The alarm was the low reservoir alarm and it was reported that the pump was not empty. The pump was successfully refilled without difficulty on (B)(6) 2014. The patient¿s status was reported as ¿completely fine¿ and on an effective dose. The device was functioning properly. This device system reportedly delivered gablofen. The patient was also taking oral baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).